Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Subsequently, a cartridge change error occurred during the load sequence followed by a cartridge alarm (alarm 20). The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 120 mg/dl.